Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump error 23 (post-reset ram crc alarm), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported a blood glucose value of 316 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the pump error, and the customer was not able to clear the error. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on 10/20/2025 at 14:50:05.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor and moisture damage on the pcba 1 / pcba 2. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to verify alleged pump error 23 alarms due to constant pump error 38 alarms during rewind. Alleged pump error 38 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.